Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had a permanent indentation on her abdomen. She consulted her physician, who told her that the indentation was caused from wearing her sensor. Pt stated that she is not in any pain or discomfort and continues to wear sensors.